Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a damage stimulator, patient going through an MRI, implanting an expired device, not prepping the skin with an antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The questionnaire shows the site was not irrigated prior to closure. In addition, the clinical representative disclosed the patient is thin with extremely low bmi making anchoring to fascia challenging, which may have caused the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the migration and erosion is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported migration and erosion of the stimulator which caused tremendous pain. The physician trimmed the lead and closed the wound. An explant procedure will be performed; however, a date has not been scheduled yet.